Event description:
The customer originally called, reporting that their locked freestyle meter would only turn on by pressing a button, rather than with strip insertion. Upon receipt of the meter, it is discovered that the meter was unlocked and the uom was selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be submitted when the investigation is completed.